Manufacturer narrative:
Reference sr (B)(4). Customer stated the wheel fell off the machine which caused the unit to fall on top of the tech. Customer was cleared by medical staff the next day after the incident. Customer was asked to return the device on february 27, 2018, march 26, 2018 and april 18, 2018. Customer did not return the device.

Event description:
During transportation, the wheel fell off an ICU cart and the machine fell on the technician.